Manufacturer narrative:
The insulin pump was received with cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and stained address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had cracks on its screen. The customer's blood glucose level was 160 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to back-up plan. The product has been returned. Nothing further was reported.